Event description:
It was later reported that the worsening of heart failure was not related to device stimulation.

Event description:
It was reported that a study patient was hospitalized due to worsening of heart failure. It was reported that the worsening of heart failure was not related to vns implant , but probably related to device stimulation. The patient was managed with diuretics, ace inhibitors, beta blockers and other medications. The patient was discharged on (B)(6) 2013 in hemodynamically stable condition. It was noted that the patient recovered without sequelae.